Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4). Conclusion: conclusion not yet available - eval in progress.

Event description:
The user facility reported to terumo cardiovascular group that after cleaning the device, the hercules iii arm broke. The device seized up. No pt involvement as this occurred during cleaning.